Event description:
On (B)(6) 2010, patient's mother reported the patient noticed insulin inside of the cartridge compartment of the infusion device starting about 3 days ago. Verified there is not a lot of insulin but it seems like condensation building up on the side of the cartridge compartment. Mother reported patient has not used cold insulin to fill the insulin cartridge. Had mother remove the insulin cartridge from the infusion device. Mother reported the insulin cartridge looks flattened on one side. Mother stated she does not see insulin coming out of the cartridge but states there could be a crack in the cartridge due to it being flattened. Had mother attempt to dry out the infusion device but as she was doing so she noticed it looked like there was insulin under the piston rod in the infusion device. Mother is unable to dry the insulin that is stuck under the piston rod. Advised to have patient switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.